Event description:
On (B)(6) 2025, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio flex would not power on. The complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording, since attempts to reach the patient for further information were unsuccessful. The patient claimed the alleged power issue began around (B)(6) 2025, and that the meter would not power on even after battery replacement. She also mentioned she had been trying to charge the meter. The patient manages her diabetes with a combination or oral medication (glipizide and metformin). The patient denied making any changes to her usual diabetes management regimen when she was unable to check her blood glucose due to the reported issue. During the call, the patient stated that 1 week after the alleged issue began, she started to develop symptoms of ¿shaking and dizzy¿ and on (B)(6) 2025, she went to the emergency room with a blood glucose level of ¿820 mg/dl" and was kept in overnight. It was not specified what treatment the patient received. At the time of troubleshooting, the customer care agent (cca) noted that the subject meter was not being used for the first time and that there was no indication of misuse of the device. The cca noted that the battery did not need to be replaced and that the correct battery was being used. The cca noted that the meter would not power on manually when the power button was pressed or when a test strip was inserted. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly required medical intervention for an acute high blood glucose excursion after she was unable to test her blood glucose due to the alleged power issue and it is not known what medical treatment the patient received.

Manufacturer narrative:
A device history record review could not be performed as the meter serial number was invalid. Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.